Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during the manual prime process. A bent infusion set cannula was found upon removal. The blood glucose reading was 480 mg/dl. The customer stated that she changed the infusion set and treated with the insulin pump. She reported that the alarm was resolved by a complete set change. She declined to return the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.